Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracking downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the device failing delivery accuracy test. The results of the investigation found that the device's downstream occlusion (dso) seal was cracking. There was no patient involvement.